Manufacturer narrative:
The used device is not available for investigation as the customer discarded it. A review of the device history record is pending. Reporter (full) phone no: (B)(6).

Event description:
The event involved a 14" (36 cm) set de extensión con filtro de 1.2 micras, microclave¿ clear, pinza, luer giratorio. It was stated that during patient handling, the bed pillowcase was wet, and the filter cover was damp from an unspecified fluid. Upon removal of the cover, leakage was observed around the edges of the filter. There was no report of any human harm.

Manufacturer narrative:
Received a photo and a video showing the affected sample. No conclusions could be made from the photo. A small leak on the filter was observed on the video. The reported complaint of a leak could be confirmed. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.